Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported a fresenius 2008t machine that experienced blood rising to the venous port on the level detector module causing the machine to give tmp is low message during patient treatment. The patient was able to complete treatment on the same machine and did not experience any adverse effects as a result of this incident. Due diligence attempts were exhausted, but additional information was not provided. As patient blood reached the level detector module, there was an unspecified amount of blood lost.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review could not be performed as no serial number was provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.